Event description:
Revision surgery - the surgeon implanted a reverse shoulder prosthesis (rsp) in 2013 using a cemented technique for fixation in the humerus. Last week, the patient dislocated the stem from the shell due to the stem being loose in the humerus.

Manufacturer narrative:
The reason for this revision surgery was stem loosening after one year and eleven months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. (B)(4) documents an out of tolerance specification on the taper depth. Out of 3 affected units, two units were scrapped and one unit accepted with (B)(4) under tolerance condition with the justification, "no functional impact". This feature is in clearance with the mating component, therefore the non-conformance had no impact on the failure mode. A review of the product complaint report history showed 31 prior complaints against this part that has 3 similar failure mode pertaining to "device loosening". This is the first complaint for the incident lot number lot# 814c1146. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.